Manufacturer narrative:
Unit was received with blank display due to corroded battery tube. Unable to perform operating currents, self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify off no power due to blank display. Insulin pump had minor scratched lcd window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump was shutting off without a low battery warning multiple times and their blood glucose readings were over 500 mg/dl. Customer stated that replacing the battery cap did not resolve the issue. Customer's blood glucose reading at the time of the call was 134 mg/dl and has treated with a manual injection. Customer mentioned that the battery cap was loose however no cracks or damage was noted. Customer was advised that the insulin pump will be replaced.